Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer is reusing supplies. Clinical support informed the customer that reusing supplies is off label per the tandem user guide. Additionally, it was reported that air bubbles were observed within the infusion set tubing near the t:lock/lure. Customer primed the tubing to address the issue. Customer's blood glucose was 160 mg/dl.